Event description:
A patient in (B)(6) had a cardiac arrest while undergoing continuous renal replacement therapy (crrt) on a prismaflex machine. The patient was resuscitated. Reportedly, the filter set was unloaded during treatment and blood was observed inside the bags. Limited information has been provided despite numerous requests for information. The customer has declined to provide information related to this event as it is considered confidential.